Manufacturer narrative:
Additional information: product analysis: damage noted to the thread lead of the mas head threaded interface ¿ functional evaluation appears to show full engagement into sample mas head. Visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Optical examination of fracture surface analysis reveals a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, patient presented with pre-op diagnosis as: flat back, kyphotic, revision and extension of existing hardware at level l5. Intra-op, the driver tip broke off in the screw head. The product came in contact with the patient. No fragment of the products remained in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.